Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with pre-operative diagnosis of painful instrumentation, lumbar pseudoarthrosis, lumbar radiculopathy, lumbar post laminectomy syndrome, lumbar degenerative disk disease and underwent following procedures: l2 laminotomy, l3 laminectomy, revision l4, l5 laminectomy, l4-5 posterior lateral fusion, removal of l4-5 instrumentation, rhbmp-2/acs, autogenous bone graft-local morselized bone. Indications: patient is several years post instrumented spinal fusion. She developed some breakdown and degeneration and pseudo arthrosis at the levels super adjacent to the l4-5 fusion. Per operative notes: decortication was carried out at the l4-5 level and rhbmp-2/acs sponges wrapped around auto graft from the decompression which had been morselized and prepared supplemented with cancellous auto graft was packed along the posterior lateral gutters. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.